Event description:
The patient was revised because the proximal screws were not properly implanted through 2 cortices.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the lot numbers required to review the device history records was not provided. A two-year search of the complaint database found no prior reports for the provided family part codes. Provided information states the proximal screws were not properly implanted. The reduction was lost resulting in the nail removal. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.